Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 45 mg/dl. The customer had not reported the symptoms. The customer was treated with 4 tablets. Customer's blood glucose value was 45 mg/dl at time of incident. Customer's current blood glucose value was 102 mg/dl. Customer stated that they had a question on carb rations, if I increase for my breakfast, if I increase it from 15 to 16 is it going to give me less insulin. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer reports drive support cap was normal (slightly indented). Customer reports programming is accurate. Customer was explained about the 2 low blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.